Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and leaks on the reservoir the customer¿s blood glucose level was 300 mg/dl at the time of the incident and treated with insulin pump. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported leaks past both o-rings of the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test using a new lab transfer guard per dop114-811. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also ran basal bolus leaking test per dop114-811 as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into pump. Conclusion: reservoir no air bubbles and not leakage anomalies.